Event description:
It was reported patient underwent an alps hand procedure on (B)(6) 2014. During the procedure, two drivers fractured. One driver would not easily go through the plate guide, and on closer inspection, it was twisted and bent. The v-tip of the second driver came off into the screw head. The screw and v-tip were removed and the procedure was completed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number - unknown; initial reporter - unknown; manufacture date ¿ unknown.